Event description:
Patient sample collected in edta anticoagulant, was tested for abo and d on the abs2000 instrument. The sample, a group ab-, typed as a-. This event represents a believable, but incorrect abo type. A falsely negative result was obtained in cell (forward) tests with anti-b and a falsely positive result was obtained in serum (reverse) tests with b cells. The abs2000 test was repeated and an ntd (no type determined) result was obtained. The error was detected because instruent results did not match the pt's historical type of record.